Event description:
It was reported that during the implant of this right ventricular (rv) lead, the operator encountered difficulties positioning the lead. After managing with some difficulty to advance a guidewire and an introducer, he attempted to pass the lead. Following multiple unsuccessful attempts, the operator was going to withdraw the lead. At that point, it was noted that the lead had become bent within the vein. The lead had been intact initially. This complication was attributed to a patient-specific anatomical feature, namely a very narrow space between two clavicular bones. The lead was surgically capped/abandoned (it remains implanted but out of service), and a new venous access was established. A different rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically capped/abandoned (it remains implanted but out of service). Therefore, technical analysis cannot be conducted.